Event description:
Report received of an overdelivery and an operator error in programming the device. It was reported that the patient was to receive an unspecified concentration of morphine in the continuous mode, at an unspecified rate and with an unspecified container size. The patient became disoriented and was treated with an unspecified amount of narcan. The patient's condition subsequently improved, and the patient was transferred to the ICU for observation. At a later date, the patient was transferred back to a surgical floor and was discharged without sequelae. According to the customer, during their internal investigation, it was determined that the pump had been programmed in the ml/hr mode instead of mcg/hr mode. Additional information was requested, but no further information was provided.